Event description:
Reporter indicated a vns patient had high lead impedance readings. The patient had recently had a neck massage and this was felt to have possibly damaged the vns lead. The vns was disabled. The patient later underwent vns generator revision surgery only. When the new generator was attached to the resident lead, vns diagnostics were normal and the lead was not explanted. The explanted generator has been returned and is currently in product analysis. Diagnostics at the time of original implant are not available, so it is unknown if the lead pin migrated over time or if it was not fully inserted at implant.

Manufacturer narrative:
As diagnostics from the original implant surgery are unknown, it is unknown if the lead pin was fully inserted at the initial implant or if it became loose over time.